Event description:
It was reported that a user experienced a hardware issue in which the ilet sleep/wake (top) button intermittently failed to wake the screen. Symptoms included no clinical symptoms reported. Outcomes included no reported impact on health or daily activities. Investigation included a review of available complaint details and a request for additional information from the user. Investigation of this case revealed that the issue was not confirmed and no device alerts or alarms were reported. It was concluded that the cause remained undetermined pending additional information from the user.